Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported on abbott diabetes care (adc) device. During troubleshooting, it was determined that customer's phone model was not compatible. As a result, the customer was unable to obtain reading, and the customer experienced symptoms similar to stroke which prompted the customer's caregiver to call ambulance. At the hospital, the customer's blood glucose was measured and obtained a reading of 56 mg/dl, no comparison was made to the sensor. The customer was then subsequently administered with glucose intravenously (IV) as treatment by healthcare professional (hcp). The customer was kept in the hospital overnight for further observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used. Therefore, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported on abbott diabetes care (adc) device used with moto g13, operating system version 14 and app version 3.6.011193. During troubleshooting, it was determined that customer's phone model was not compatible. As a result, the customer was unable to obtain reading, and the customer experienced symptoms similar to stroke which prompted the customer's caregiver to call ambulance. At the hospital, the customer's blood glucose was measured and obtained a reading of 56 mg/dl, no comparison was made to the sensor. The customer was then subsequently administered with glucose intravenously (IV) as treatment by healthcare professional (hcp). The customer was kept in the hospital overnight for further observation. There was no report of death or permanent injury associated with this event.